Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump was reprogrammed, on (B)(6) 2017, with the opioid rotated from hydromorphone to morphine. The patient noted, on (B)(6) 2017, their pain score was 5/10. The pump was again reprogrammed on this day. The issue resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the suspected catheter issue was not determined. The patient weight was not measured. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID; 8709, serial# (B)(4), implanted: (B)(6), product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (10.0 mg/ml at 0.501 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient reported uncontrolled pain following a catheter revision. The intrathecal rate was increased on (B)(6) by 30%. The intrathecal rate was increased again on (B)(6). On (B)(6) they discussed a possible catheter revision. On (B)(6) the pump was reprogrammed to increase the maximum bolus activations per day. On (B)(6) the patient declined scheduling a catheter revision until her significant other returned home to care for her. The outcome was noted as ongoing. The device diagnosis was suspected catheter issue. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported.